Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for continuous + bolus delivery of hydromorphone 10mg/ml, with a 4mg/hr continuous rate, a 2mg bolus dose, and a 30 minute pt lockout and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the pt was "completely sedated" and with a respiratory rate of 5 breaths/min. After an unspecified length of time, the pt was treated with an unspecified concentration of narcan 0.4mg. The device was removed from clinical service. It was unspecified if therapy was resumed with a replacement device. The customer contact reported at an unspecified time, it was noted the "10mg/ml infusion bag ran at 4ml/hr vs 0.4ml/hr" and 16ml was remaining in the container instead of the expected 45ml. Though requested, no further info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2012 at 1916, the device was programmed in the continuous+bolus delivery in mg, with a 1mg/ml instead of the customer reported 10mg/ml, a 2mg/hr continuous rate, a 1mg bolus dose, a 30min bolus lockout, a 2 bolus/hr dose limit and a 50mg container size. The device continued in use at the programmed settings. On (B)(6) 2012 at 0853, the device was programmed to deliver a 4mg/hr continuous rate and a 2mg bolus dose. At 0942, one 2mg pt initialed bolus delivery. Between 1052 and 1131, a proximal occlusion occurred and was silenced 22 times, the delivery was stopped, a new container was indicated and the delivery was started. At 0347, there was one 2mg pt initialed bolus delivery. At 2244, a new container was indicated. A date stamp of (B)(6) 2012 occurred. At 0755, a new container is indicated. At 0802, a 1mg/hr continuous rate was programmed. Between 0805 and 0847, a start alarm occurred 3 times and silenced, the delivery was started, stopped and the device was powered off. A review of the device history indicates the device delivered as programed. This report represents all the info known by the reporter upon query by hospira personnel.